Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in back up vvi due to the communication between the device and merlin bedside monitor. The device was restored and programmed to original settings and will remain implanted. There were no patient consequences.